Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the arc was jammed, and it did not emit x-rays. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that c-arm was jammed and would not emit x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.